Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14767, and 1627487-2021-14770. It was reported that the patient had an infection at the lead and ipg site. As a result, the system was explanted on (B)(6) 2021. The patient is being treated with antibiotics.

Manufacturer narrative:
A device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the infection is resolved.